Event description:
It was reported from (B)(6) by a patient that they were experiencing battery capacity of less than 2 hours. The batteries were exchanged from facility stock; there were no reported consequences or impact to the patient. During functional testing, the battery revealed an incidental finding whereby the battery exhibited early depletion of cell pair #1. No additional information was provided.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation for battery ((B)(4)) confirmed that the associated device met all requirements for release. The reported event could not be confirmed as controller log files were not available for analysis. Analysis of battery ((B)(4)) revealed that the device met specifications; the battery passed visual inspection and functional testing. Analysis of batteries ((B)(4)) revealed that the devices failed to meet specifications. Batteries ((B)(4)) passed visual inspection but failed functional testing; these batteries exhibited a high max error which indicates that the devices were out of calibration possibly due to inconsistent patterns of use, i.e. Not allowing the battery to discharge below the 25% charge capacity. These confirmed malfunctions are likely related to the reported event. The max error measures the relative state of charge; if the patient does not properly drain the battery, the error increases, which results in the perception that the batteries are not lasting long enough. Battery ((B)(4)) failed functional testing due to a faulty internal cell pair which likely contributed to the reported event. The most likely root cause of the reported event is a combination of a battery with a faulty internal cell pair and the user not allowing the batteries to discharge below the recommended 25% charge capacity. The manufacturer has opened an internal investigation to evaluate these types of issues. On april 30, 2014, heartware issued a field safety notice (fsca apr2014) and patient letter to physicians; the sites delivered the letter to patients currently on device. The field safety notice and patient letter were intended to enable patients to recognize abnormally behaving batteries and to specify actions to take when a battery needs to be replaced. The communications outlined general power management requirements and focused on recognizing the alarms and message displays related to the specific failure modes. Instructions were given in the field safety notice to provide advice to patients and sites on how to respond in the event of premature battery switching, rapid capacity change, or rapid switching back and forth. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per IFU: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.